Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent capture. The patient was on telemetry monitor in the emergency room when the monitor alarmed for loss of capture. No pacer spikes were seen. The lead remains in use. No patient complications have been reported as a result of this event.